Event description:
It was reported that the minicap was missing the betadine sponge. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and it was found that the sponge was missing, and there was a small amount of iodine liquid found in the foil. Functional testing was performed and it was determined that the sponge had come out from the minicap. The cause of the missing sponge could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted